Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and showed readings that are within spec. Extended investigation has been performed on the returned sensor and de-cased. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, observed the sensor having an issues communicating with the evaluation module (evm) after de-casing. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform a source measure unit (smu) test without the connector and antenna connected. Therefore, adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results and had symptoms of "limp , broken, duchfall". Customer was unable to self-treat and was administered an unspecified injection by third-party for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results and had symptoms of "limp , broken ,duchfall". Customer was unable to self-treat and was administered an unspecified injection by third-party for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.